Event description:
The following was reported to davol by the pt's attorney. It is alleged on (B)(6) 2008, the pt was implanted with a bard mesh. Medical records provided show mesh insertion to the posterior compartment of the vaginal for re-enhancement of posterior repair and cystoscopy. The operative report showed that after the rectocele was reduced significantly, a bard mesh was placed on top of this reduced rectocele and was anchored to it, thus further reducing the rectocele. At this time, thinned out vaginal mucosa was trimmed and reapproximated thus completing the posterior repair with mesh. Attorney report alleged permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and only provided an implant operative report. The report alleged that on (B)(6) 2008, the pt was implanted with a bard mesh. An implant operative report was provided; however we have contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add' event and/or eval info is obtained, a f/u MDR will be submitted.